Manufacturer narrative:
Returned for evaluation was one 14cm applicator. As received, the ceramic tip was not returned with the probe for evaluation. The ceramic tip was fully detached. The semi-rigid was broken approx. 3mm up from the end of the shaft. This is where the steel outer jacket ends. Looking in from the end it can be seen that the center conductor is stretched and broken and the tapered portion of the ceramic cylinder is broken off. This is a mechanical break. This is not a thermal event from operation of the device. The same result was reproduced using scrap devices by twisting, pulling and bending the tip. There are no indications of internal charring and the copper center conductor is not melted. This appears to be a break caused by the efforts to remove the external charring from the tip. The tip of the device is not designed to be manipulated. The customer's reported complaint description of ceramic tip was detached was confirmed via sample returned. The root cause of the tip detached is end user misuse/handling damage. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference pr26776

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
User medwatch (B)(4). An end user reported an issue with a 14cm solero applicator.the uit was set at 140 watts for 6 minutes. The procedure was an exploratory laparotomy, resection liver mass, and microwave ablation of liver mass. During the procedure, the saline began to warm, so it was determined to replace the saline. The doctor withdrew the probe for the saline exchange and at that time it was noted there was charring on the probe. A technician attempted to remove the charring with force, using his fingers, and broke off the tip in the process. The procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.